Manufacturer narrative:
(B)(4): if explanted give date: na (not applicable) to date, the intraocular lens remains implanted.(B)(4).all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) haptics stick in a hands posture and they are difficult to solve (remove). It is indicated that the account does not know exactly how, but the haptics are glued. Additional communication received stated that the haptics are sticky, but it is not known if the haptic stuck to the other haptic or if the haptic stuck to the optic. No patient injury reported. No further information is available. This report is 1 of 2 and is to capture the complaint specifically against the zcb00 22.0 diopter lens.

Manufacturer narrative:
No visual inspection was performed as the lens was not returned to the manufacturer for evaluation. The reported complaint could not be confirmed. Manufacturing records were reviewed and the all lenses were manufactured and released according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.